Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer woke up with low blood glucose of 44 mg/dl and 46 mg/dl, due to healthcare professional making changes to morning basal. Customer would contact healthcare professional regarding adjustments. Customer declined transfer to helpline.